Event description:
The implant failed due to pt bone condition. Poor oral hygiene; traditional 2 stage; bone grafting material used; tobacco use.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.